Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have a hard time charging the implanted neurostimulator (ins) at times since implant. Yesterday they couldn't charge the ins at all. Today the ins was down to 40% and they got the ins charge to 50% quickly, but then it would not increase after that and pt was connected for 15 min. Pt called the manufacturer representative (rep) for troubleshooting, rep suggested pt try to charge without the belt. Pt stated the main issues during recharge of the ins was that it cannot find the spot to get best coupling with the ins or it says it has lost the connection without hardly moving it at all. Pt mentioned they have severe scoliosis, and the healthcare provider (hcp) could not get the ins battery in deep enough because it was up against bone. Pt stated the ins incision has taken awhile to heal. Pt daughter mentioned that they think the ins battery is "tilted" in the pocket. Patient services (ps) reviewed that if the replacement rtm cord does not resolve the issue, then they should have the ins position checked in the office with a rep. Pss is sending an fyi message to the field reps about pt call. Additional information was received from the rep. Confirmed pt weight. Stated that they and another rep had worked with the pt on numerous occasions regarding recharging, providing education and ensuring that they are able to get excellent connection during office visits. We were able to get excellent connectivity in the office. The battery doesn¿t appear to be tilted. Pt is elderly and has kyphosis which is challenging. Pt is elderly and has challenges getting the rtm properly placed over the ins. It moves causing poor charge connectivity and is frustrating to the pt. They have stated it doesn¿t fully charge sometimes. Rep haven¿t observed any of these issues. The pt was concerned that the rtm they had wasn¿t functioning properly and contacted ps. They have received the new equipment and will try using it for next recharge session. Has not used the equipment yet. Pt stated they will contact rep after they use the new equipment.